Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing was observed via a merlin.net transmission. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t wave oversensing was observed during follow up. Patient was asymptomatic. Further reprogramming was completed.